Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is blank but operates fine. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit has a 1st gen liquid crystal display (lcd). The rse provided parts ID for the user interface (ui) assembly for the repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit has a 1st gen liquid crystal display. The rse provided parts ID for the user interface assembly for the repair. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.